Event description:
Information was received from a manufacturer representative regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Manufacturer representative called while meeting with pt and reports that pt reports having to charge his ins more frequently and for longer duration, even though his recharger is showing excellent coupling. Pt stated they received a new recharger sometime in the last year but did not notice any improvement. When rep last reprogrammed the pt there were 3 contacts with "a little bit higher impedances", and that upon interrogation today there are now a total of 5 contacts, also on the same lead, high higher impedance values. Pt's current programming was using some of the same contacts with higher impedances. Rep did some reprogramming today for the pt and is now off of those effected contacts, and will check back with the pt regarding recharge frequency and duration. Rep reported that they were notified of the even when they met the patient on (B)(6) 2023. Patient had 3 impedances on which contacts they do not remember. Charging issue is believed to be resolved because patient was using a program that was using contacts with impedances. We switched his program and will know later if issues are resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.